Event description:
Boston scientific received information that during an upgrade procedure, the leads were connected to the new device an one solitary episode of right ventricular oversensing was noted. Following the surgery, an episode occurred that had no pacing. The device was interrogated and was sensing frequent signals on the right ventricular rate channel, but nothing on the shock channel. As this patient was pacemaker dependent, the pocket was reopened and it was found that the chronic surgically abandoned lead was intermittently touching the right ventricular lead causing the oversensing to occur. Therefore, this the acute active lead was moved which resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.